Manufacturer narrative:
The technician found the siderail control panel switches were sticking. The technician replaced the switches to repair the bed.

Event description:
Info received indicates the head of the bed goes up by itself when plugged in.